Event description:
Review of egms for atrial events show what appears to be ffrwos causing inappropriate mode switch. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).